Event description:
It was reported that customer had a low of 45 mg/dl last week, customer stated it was due to carbohydrate intake and it was not insulin pump related. Customer treated low blood glucose. Customer mentioned also that he wants to know how to get insulin to exit the tubing. The customer was assisted in the rewind/prime process. No further information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).